Event description:
It was reported that the customer received a power source alert, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Bg was addressed via manual insulin injection. Reportedly, the issue was resolved by the customer changing to a different outlet in their house. The customer continued to use the pump for insulin delivery.